Event description:
Covidien received info stating that the down arrow button was unresponsive. Pt involvement is unk. The date of the event is unk.

Manufacturer narrative:
The covidien technical support engineer (tse) assisted the user facility with troubleshooting the device via phone. The ventilator was returned to the MFR, by the user facility, for further failure analysis. The device was found to have experienced a defective top membrane. The top membrane was replaced without further incident. (B)(4).